Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 05/21/2021 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 06/15/2021 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report received on 05/07/2021 consumer stated the dressing tore some layers of the skin of his leg upon removal. On the completed cir received from consumer on 05/21/2021 reporter stated that medical attention was sought due to bleeding, pain and burning sensation on the affected area after the removal of the dressing.